Event description:
It was reported that high threshold was observed. Dft testing was performed and the 15j was unsuccessful. The patient was externally defibrillated. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two pieces. No electrical anomalies were noted. Analysis found internal abrasion in multiple locations between the shock coils at 7.3-9.4cm and proximal to the svc coil at 31.9-33.0cm from the distal end. External insulation abrasion was noted at 20.3-20.4cm and at 38.0-38.4cm from the distal end, consistent with friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.